Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6). "The customer reported that pump finished infusion before programmed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun são gonçalo, brazil: technical complaint was considered unconfirmed because users did not provide basic information such as the infusion parameters programmed during the adverse event and/or the date on which the adverse event occurred.